Event description:
A monarc subfascial hammock was implanted to treat stress urinary incontinence. The plaintiffs attorney alleged that she "suffered severe and permanent bodily injuries and significant mental and physical pain and suffering." It was also alleged that the device caused "inflammation of the pelvic tissue," and "immune reaction." Causing adverse reactions and injuries inflammatory and fibrotic changes, the need for extensive medical treatment, including, operations to locate and remove mesh, operations to attempt to repair pelvic organs, tissue, and nerve damage, the use of pain control and other medications, injections into various areas of the pelvis spine, and the vagina, and operations to remove portions of the female genitalia, and other injuries.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.